Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue; during troubleshooting with animas customer support, placement of a new battery from a new pack enabled the pump to power on. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: there were multiple power on reset events recorded after ¿cs052¿ slave processor communication error alarms recorded in the black box. On investigation, the battery compartment and cap were undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no rebooting occurring. No powers interruption occurred during the investigation. The pump¿s cover was removed; no intermittent condition was found to the power printed circuit board. Investigation did not duplicate the ¿no power¿ complaint.